Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated the 2 screws were missing from the monitor support. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was clinical engineering. Event site telephone: 21967137851. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of d4 catalog #, d4 serial # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568546511a. Corrected d4 catalog # ard567506996. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Getinge became aware of an issue with one of surgical lights - hled. It was stated the 2 screws were missing from the monitor support. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The fact that 2 over 4 screws were missing can be the result of several causes: a lack of tightening at the installation leading to a loosening over time, an oversight during installation, someone put them to install them elsewhere. Nevertheless, in the nt_hled_01602en09 technical manual the sw service protocol preventive maintenance mentions to check the fastening of all screws. These missing screws should have been detected in the preventive maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.